Event description:
A pericardial effusion (pe) occurred. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During the procedure, the pericardial space was inadvertently accessed during attempted transseptal crossing. The versacross rf wire was pulled back and readvanced multiple times into the right atrium and a pe was noted by transesophageal echocardiogram, posterior to the left ventricle. The effusion appeared stable after monitoring and patient's vital signs were unchanged. A decision was made to implant the watchman device and place a pericardial drain at the end of the procedure. Transseptal puncture was reattempted successfully and watchman device placed without incident, meeting pass criteria. Once watchman access sheath was removed, heparin was reversed with protamine and the physician proceeded with pericardiocentesis/drain placement. A total of 120 ml of sanguinous/blood colored fluid drained by aspiration. The effusion was resolved, and the drain was left in place to monitor for 24 hours before removing. The patient was hospitalized beyond standard of care and it is expected to fully recover. Product is not expected to return for analysis (disposed). No pe was noted prior to the procedure. The patient was not under warfarin nor antiplatelet drug at the time. In the physician's opinion, pericardial space was inadvertently accessed during attempted transseptal crossing; felt the location of the attempted transseptal was possibly too anterior. The effusion measured 5 mm at the time that it was initially noted and measured 7 mm at the time pericardiocentesis was started, following successful watchman deployment. It has been further mentioned that a perforation was also noted, the rf wire was noted to be in the pericardial space through echo. The physician believes that the trajectory of the rf wire may have changed due to patient anatomy. They also mentioned that it was difficult to confirm position on the septum when preparing for transseptal access, possibly due to an enlarged right atrium. Rf was applied a total of 4 times with the same wire, no excessive force was used during attempts. When the rf wire was removed from the patient, the pigtail portion was elongated, thought to be due to excess compression when in the pericardial space. Patient has been discharged home.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire.